Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was occlusion on the catheter irrigation line. During a procedure, an intellanav stable point open-irrigated catheter was used. It was observed that there was occlusion on the catheter irrigation line. The catheter was replaced, and the procedure was completed. There were no patient complications as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
Blocks d4 (lot number, expiration date, serial number, and unique identifier UDI#) and h4 have been updated with additional information. Upon receipt at our post market quality assurance laboratory, the returned intellanav stablepoint open-irrigated catheter was visually inspected, and no problems were observed. During flow testing, the device was connected to a metriq pump and was purged at 60ml/min, and it was found that all six irrigation ports flow freely. Additionally, the pump was programmed to 30ml/min, and the device was irrigated for 5 minutes without any error or pump messages. With all available information, the reported event of catheter difficult to irrigate could not be confirmed as this complaint was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that there was occlusion on the catheter irrigation line. During a procedure, an intellanav stablepoint open-irrigated catheter was used. It was observed that there was occlusion on the catheter irrigation line. The catheter was replaced, and the procedure was completed. There were no patient complications as a result of this event. The device is expected to be returned for analysis.